Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc needle pulled out of hub after the indwelling needle is laid, when the steel needle is normally faded, the steel needle and the needle handle are disconnected and separated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.